Manufacturer narrative:
Update fields: h3, h6, h11 this supplemental report is being submitted to provide the results of the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a therapeutic gastroscopy procedure, the physician entered the duodenum to perform biopsies for celiac. The biopsy forceps was inserted into the channel. When the forceps exited the channel at the tip of the scope, there was a foreign object (suspected tissue) on the hinge of the biopsy forceps. It was flushed off by the physician. Routine biopsies were continued and the tissue was no longer seen. The customer indicated no serious injury or adverse patient effects occurred. An attempt was made for further information; however, the customer did not provide any and stated not to contact them further.